Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) was not powering on. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) discovered the issue during pm service. It was discovered that two cables were pinched/shorted and a fuse in the bulk power supply was blown. The main board to motor control board and power supply to display board was replaced and new fuse was installed. Still the iabp would not power on when connected to ac but would turn on when only running on batteries. The power supply assembly was replaced. Iabp would now function correctly on both ac and dc power. All power supply checks and voltages passed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. There was a no patient involvement. The defective components were received for further investigation. The failure analysis and testing technician installed the power supply assembly astn, cable assemblies assembly into the cs300 test fixture and tested the power supply assembly and cables as per the cs300 service manual part number 0070-00-0689 revision v. The fat dept. Verified the failure of the power supply assembly and cable assemblies (will not power on). Suspected service repair malfunction. Retaining the power supply assembly and cable assemblies in the fat dept. Per procedure (B)(4) rev ak.

Event description:
N/a.

Manufacturer narrative:
H6(health effect ¿ clinical code ). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.